Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No unexpected low or weak battery alarms were noted. The insulin pump was received with a cracked case at the display window corners and battery tube threads, and minor scratches on the display window.

Event description:
Customer reports that he has been going through battery more frequently after he received a new battery cap. Customer current blood glucose level is 171 mg/dl, but he had a low blood glucose level the night before. Customer stated he treated with a doctor pepper. Offered customer to trouble shoot for low blood sugar, but customer declined troubleshooting. Insulin pump will be returned and customer will be sent a replacement. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.